Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic uterine fibroids surgery, the suture was used to sew the uterus, and the suture was detached from the needle during the suturing process. The needle body was intact and after removing it, they replaced the suture and continued the surgery. There was no patient injury.